Event description:
It was reported that patient was experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted. The issue has reportedly resolved postoperatively.